Manufacturer narrative:
Investigation pending.

Event description:
Patient self tester reports higher than expected results with meter for approximately 3 weeks (4.4-4.6). Patient received new strips (#234130) and continued to receive results in the 4.4-4.6 range. Patient lab result=2.3.